Manufacturer narrative:
The device has not been returned to the MFR.

Event description:
It was reported that during surgery, the lumbar catheter was noticed to be broken when the needle was removed. A one inch segment of the catheter was left inside the pt. The pt was reported to be doing well with no adverse symptoms.